Manufacturer narrative:
Concomitant medical products: product ID: addrl1 ipg, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds on the right ventricular (rv) lead had been increasing steadily and sudden to a high value. There was also a sudden drop in pacing impedance to a low value. Reprogramming was initially performed and the thresholds continued to increase. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.